Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred and the pump stopped all insulin delivery. The customer&#38112;blood glucose level was elevated at 383 mg/dl and was treated via insulin pens. The customer was will use insulin pens as alternate therapy.